Event description:
It was reported that a device wsa used during a low anterior resection. The staples fired but the knife did not cut. The surgeon had to cut the device out of the patient. A larger section of the bowel had to be removed and surgical time was lengthened. Another device was used to complete the case.